Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer called to report damage to the insulin pump. Customer stated that he cannot read the pump due to cracks. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.